Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified a fiber body break near the connector. Additionally, there were burn marks on the fiber near the break. It is likely that procedural handling of the device during set-up may have contributed to the fiber break. A microfracture may have been present which, upon connection to the console, may have caused the fiber to overheat. This potentially led to the separation of the connector from the fiber body. According to the device instructions for use (IFU), the fiber should be properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. This investigation is assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that this fiber burned out; the procedure was completed successfully with another of the same device. Analysis of the returned device identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified a fiber body break near the connector. Additionally, there were burn marks on the fiber near the break. It is likely that procedural handling of the device during set-up may have contributed to the fiber break. A microfracture may have been present which, upon connection to the console, may have caused the fiber to overheat. This potentially led to the separation of the connector from the fiber body. According to the device instructions for use (IFU), the fiber should be properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. This investigation is assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that fiber burned out. The procedure was completed successfully with another of the same device. Analysis of the returned device identified a break in the fiber body.